Manufacturer narrative:
A replacement transformer was sent to the customer. In follow up with the customer she stated that there was sparking when she wiggled the cord around to get it to work. There are bare wires showing where the cord connects to the transformer, that's where she stated the sparks came from. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that she saw sparking at the exposed wires on her transformer, she also reported there were no injuries as a result of the issue.